Manufacturer narrative:
Block b3: per gfe response, this event occurred approximately one year ago.

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced inadequate stimulation after the battery was damaged during an emergency surgical procedure unrelated to the device. Since this event, the system had not functioned adequately and as a result, the implantable pulse generator (ipg) was replaced. During the revision procedure, high impedances were noted; however, appropriate coverage was achieved. Postoperatively, the patient is doing well. The explanted device will not be returned for analysis, as it was retained by the medical facility.